Event description:
Revision surgeon performing a tka made necessary bone preps and trialing. Afterwards, the requested implants were brought in from the sales rep and presented to the surgeon. The surgeon and staff agreed that the sizes were correct. The implants were implanted into the patient. During post-operative dictation, it was noted that the wrong side implants were used. The surgeon immediately set up a revision surgery the same day to exchange the implants.